Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the perforator failed to disengage and the release function reportedly did not work during surgery. Dural damage was observed while making the first burr hole at the tentorium. Hemostasis and dual reconstruction were performed. Another product was used for the second burr hole. No surgical delay was observed. The patient continues in follow-up. No further information was provided by the hospital.

Event description:
N/a.

Manufacturer narrative:
The device identifier number for this product is (B)(4) or (B)(4). Perforator was returned for evaluation: failure analysis: the perforator unit was inspected using the unaided eye: the label was destroyed and illegible, lightly soiled from surgery. No other anomalies were observed. Instructions for use testing was performed with no observed anomalies. Testing included: applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. When engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. Ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis.